Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by the customer that one of the chemo nurses was preparing an IV bag for treatments, the IV set had broken and all the fluid was out.

Event description:
Photo received.

Manufacturer narrative:
Investigation summary: the customer reported the set broke, and returned photo evidence of material 2420-0007, lot 25017215. There is no physical sample available. The photo was examined, and the complaint of separation at the lower fitment was verified. The manufacturing plant found the root cause for the separation at the lower fitment to be related to solvent application error by the assembly technician. An accessory was implemented by the plant on october 30th, 2024 to assist and guide the tubing correctly into the solvent dispenser by production personnel. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.